Event description:
The consumer stated that her tampon came apart upon removal and tampon pieces remained inside of her. She was able to remove the remaining pieces.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore, the complaint could not be confirmed. The consumer had not returned unused product for evaluation at the time of this report; therefore, a product evaluation could not be performed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.